Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with an afx2 bifurcated and ovation limb on (B)(6) 2018. Approximately two weeks post implant, patient presented with claudication, a duplex showed narrowing in the left limb of the afx2. Patient was brought in on (B)(6) 2018 for interventions, which was when the physician discovered that the patient had a complete occluded left limb with thrombus and a 50% stenosis in the right ovation iliac limb (reported in a separate report). The physician elected to intervened with angiojet and placed two non-endologix stents in both iliac limbs of the previously placed afx graft. The issues were resolved. The patient was discharged home.

Manufacturer narrative:
At the completion of the investigation, the reported total occlusion of the left common iliac artery and partial right common artery stenosis (report # 3008011247-2018-00112) complaint is confirmed. The complaint is most likely anatomy related (aorto-iliac occlusive disease) and is outside of treatment range. Procedure related harms for this complaint included re-occlusion of left iliac stent and a secondary endovascular procedure on (B)(6) 2018. The final patient status was reported to be stable discharged home. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.